Event description:
Customer reports back to back testing on the same meter while using the compact system with results of: 33 mg/dl to 338mg/dl, 338 mg/dl to 143mg/dl, 342 mg/dl to 165mg/dl, 33 mg/dl to 342mg/dl, 33 mg/dl to 143mg/dl, 143 mg/dl to 342mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.